Manufacturer narrative:
The manufacturer received the bipap for evaluation and could not confirm the customer's allegation the device did not audibly alarm. The device was tested according to the procedures outlined in the bipap vision ventilatory support system service manual (B) (4). All tests were successfully completed without exception and the device performed as designed. In the event of a device shut down or loss of therapy, the bipap vision is labeled as an assist ventilator and is designed to augment the ventilation of an spontaneously breathing pt (bipap vision ventilatory support system clinical manual ((B) (4), intended use). It is not intended to provide the total ventilatory requirements of the pt. This device is contraindicated for life support applications and appears to have been used in an off-label manner. The manufacturer reviewed product labelling and instructions for use and determined that both are adequate to mitigate the risks associated with the device being used inadvertently in this off-label manner. Based on the determination that the device performed as designed and the information available, the manufacturer concludes no further action is appropriate.

Event description:
A user facility reported the death of a pt while a bi-level ventilatory support system, a bipap vision, was in use. A caregiver in attendance reported the device did not audibly alarm during an adverse event. The bipap was taken out of service and quarantined in the user facility's biomedical department. A biomedical technician from the user facility reported the bipap did audibly alarm during testing without modification of the pt setting after the event occurred.